Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
Patient's legal counsel reported that patient underwent a left hip revision procedure approximately nine years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that a patient enrolled in a mom clinical study underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 due to pain. The modular head and acetabular component were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2006. Legal counsel further reports a right hip revision was performed on (B)(6) 2013, due to patient allegations of pain, noises, locking sensation, loosening of the right prosthesis, metal debris, fluid, elevated metal ion levels, metal wear, metal poisoning, bone death, tissue death, lesions, and limitation of daily activities. Legal counsel further alleges the presence of reactive tissue, foreign body synovitis, abnormal reaction to metal debris, bone deficient anteriorly and superiorly, fibrinoid necrosis, and cystic lesions were noted during revision procedure. No left hip revision has been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-03255 & 2014-03536/ -03537/ -03538).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a mom clinical study underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 due to pain. The modular head and acetabular component were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2006. Legal counsel further reports a right hip revision was performed on (B)(6) 2013 due to patient allegations of pain, noises, locking sensation, loosening of the right prosthesis, metal debris, fluid, elevated metal ion levels, metal wear, metal poisoning, bone death, tissue death, lesions, and limitation of daily activities. Legal counsel further alleges reactive tissue, foreign body synovitis, abnormal reaction to metal debris, bone deficient anteriorly and superiorly, fibrinoid necrosis, and cystic lesions were noted during revision procedure. No left hip revision has been reported. Additional information provided in patient medical records indicate right hip revision performed on (B)(6) 2013 was due to pain and elevated metal ion levels. The patient&#38112;operative report noted reactive tissue consistent with synovitis/reaction to metal debris, and cystic lesions. Additional information received in patient medical records noted that on (B)(6) 2012 and (B)(6) 2014 patient's blood was tested.